Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of an intraoperative 3b endoleak and fem-fem bypass. The event most likely user related as it was reported the bifurcated stent graft (main body) was "crimped" and bilateral non endologix stents were placed, then the 3b endoleak occurred. Also the concomitant use of non -endologix products is outside the indications of use (off label). The procedure related harms identified were additional surgical procedure as the patient returned to the operation room on the fourth post- operative day to close patients fascia (abdomen was left open), abnormal blood loss, respiratory failure and a prolonged hospitalization. The final patient status was reported to be discharged on post- operative day 22 to a skilled nursing facility for rehabilitation. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the implantation of an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa), the aneurysm ruptured occurred during the procedure. The physician immediately used an occlusion balloon as the patients blood pressure dropped and to prevent further loss of blood. The physician elected to implanted a suprarenal stent graft extension but a large leak was still observed. It was unclear if the endoleak was a 1a or type 3 (endoleak of indeterminate origin). The physician thought that the ballooning had caused a tear in the graft. Another stent graft extension (non- endologix) was implanted but the leak was still present. The physician performed a renew aortouni with an amplatzer plug (non- endologix) and a femoral - femoral bypass was completed. The leak was resolved and the patient was reported as stable.